Event description:
Customer called needing assistance changing the settings on her insulin pump. Customer's blood glucose was 495 mg/dl. She treated with the device and manual injections. She changed insertion sites and found no blockage. Customer stated she has been high for the last few days and is not sure whether the highs are caused by an infection. She was advised to speak to her doctor about her settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.